Event description:
During excision of a dorsal nasal lesion and a superior chest lesion the pt sustained second and third degree burns to the face, involving eye lashes, eye lids, nose, mouth and tongue. In addition, the nasal cavity experienced charring of the nasal membranes, bilaterally and charring to approximately 1/2" of both nasal cavities. Also, the pt sustained a corneal thermal burn and abrasion to the eye.